Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), cyst ("cysts"), lethargy ("lethargy") and adverse event ("among other symptoms"). The patient was treated with surgery (essure devices removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, cyst, lethargy and adverse event outcome was unknown. The reporter considered abdominal pain lower, adverse event, cyst, genital haemorrhage, lethargy and pelvic pain to be related to essure. The reporter commented: essure was inserted in (B)(6) 2010 and on (B)(6) 2011. Diagnostic results: following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('excessive bleeding') in a 32-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain. *following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Concomitant products included (), acetylsalicylic acid;oxycodone hydrochloride;oxycodone terephthalate (percocet-5), butalbital, butalbital;caffeine;paracetamol (fioricet), caffeine;paracetamol, cefixime (flexeril), contraceptives since 2006, cyclobenzaprine hydrochloride (cyclobenzaprine hcl), drospirenone;ethinylestradiol, drospirenone;ethinylestradiol betadex clathrate (yaz), hydrocodone bitartrate;paracetamol (lortab), norethisterone (mini-pill) since 2006, ondansetron, ondansetron hydrochloride (zofran), oxycodone, paracetamol (acetaminophen), promethazine hydrochloride (promethazine hcl), sertraline hydrochloride (sertraline hcl), sertraline hydrochloride (zoloft), zolpidem tartrate and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain / abdominal area"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), cyst ("cysts"), lethargy ("lethargy") and adverse event ("among other symptoms"). The patient was treated with surgery (essure devices removed on (B)(6) 2017, hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, abdominal pain lower, cyst, lethargy and adverse event outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved and the tooth disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, cyst, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, lethargy, menorrhagia, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was inserted in (B)(6) 2010 and on (B)(6) 2011. Discrepancy noted in date of insertion (B)(6) 2010. Discrepancy noted in date of removal (B)(6) 2011 and (B)(6) 2017. One essure noted to be in the uterus in pcs. Coils visualized. Essure device inserted through part and deployed in tube without incident. 5 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded), migration of essure device. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain lower, genital haemorrhage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs received. Outcome for dental problems was added. Concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("excessive bleeding") in a 32-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain. *following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride;oxycodone terephthalate (percocet-5), butalbital, butalbital;caffeine;paracetamol (fioricet), caffeine, cefixime (flexeril), cyclobenzaprine hydrochloride (cyclobenzaprine hcl), drospirenone;ethinylestradiol, drospirenone;ethinylestradiol betadex clathrate (yaz), hydrocodone bitartrate;ibuprofen (hydrocodone / ibuprofen), hydrocodone bitartrate;paracetamol (lortab), norethisterone (mini-pill) since 2006, ondansetron, ondansetron hydrochloride (zofran), oxycodone, paracetamol (acetaminophen), promethazine, sertraline hydrochloride (sertraline hcl), sertraline hydrochloride (zoloft), zolpidem tartrate and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain / abdominal area"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), cyst ("cysts"), lethargy ("lethargy") and adverse event ("among other symptoms"). The patient was treated with surgery (essure devices removed on (B)(6) 2017, hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, abdominal pain lower, cyst, lethargy, adverse event and tooth disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, cyst, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, lethargy, menorrhagia, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was inserted in (B)(6) 2010 and on (B)(6) 2011. Discrepancy noted in date of insertion (B)(6) 2010. Discrepancy noted in date of removal (B)(6) 2011 and (B)(6) 2017. One essure noted to be in the uterus in pcs. Coils visualized. Essure device inserted through part and deployed in tube without incident. 5 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded), migration of essure device.. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain lower, genital haemorrhage, device expulsion. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-feb-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: uterus, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, abdominal pain. Outcome of event genital haemorrhage was updated. Reporter information, aka, concomitant drug, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("excessive bleeding") in a 32-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain. *following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride;oxycodone terephthalate (percocet-5), butalbital, butalbital;caffeine;paracetamol (fioricet), caffeine;paracetamol, cefixime (flexeril), cyclobenzaprine hydrochloride (cyclobenzaprine hcl), drospirenone;ethinylestradiol, drospirenone;ethinylestradiol betadex clathrate (yaz), hydrocodone bitartrate;ibuprofen (hydrocodone / ibuprofen), hydrocodone bitartrate;paracetamol (lortab), norethisterone (mini-pill) since 2006, ondansetron, ondansetron hydrochloride (zofran), oxycodone, paracetamol (acetaminophen), promethazine hydrochloride (promethazine hcl), sertraline hydrochloride (sertraline hcl), sertraline hydrochloride (zoloft), zolpidem tartrate and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain / abdominal area"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), cyst ("cysts"), lethargy ("lethargy") and adverse event ("among other symptoms"). The patient was treated with surgery (essure devices removed on (B)(6) 2017, hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, abdominal pain lower, cyst, lethargy, adverse event and tooth disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, cyst, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, lethargy, menorrhagia, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was inserted in (B)(6) 2010 and on (B)(6) 2011. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Discrepancy noted in date of removal (B)(6) 2011 and (B)(6) 2017. One essure noted to be in the uterus in pcs. Coils visualized. Essure device inserted through part and deployed in tube without incident. 5 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded), migration of essure device. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain lower, genital haemorrhage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.